Manufacturer narrative:
The event information was obtained by the manufacturer dräger within the review of service documents made together with the owner/operator of the device. Since already a certain time went by between date of event and manufacturer awareness date, an evaluation and assessment was made on the base of document evaluation. The involved vaporizer was inspected and tested by the owner/operator in follow-up of the event and, no nonconformities were found that can be put in causal connection to the reported issue. Dräger has received a certain number of similar events in the past. As the involved devices never exhibited a product malfunction, dräger concluded that the issue is likely related to lack of training of the operators or failure to consequently follow the described filling procedure. To prevent from recurrence of such issues, dräger has published a field safety notice explaining again to all users the importance of following in detail the filling steps described in the IFU. The wearing of safety goggles was recommended as well. The event has occurred before the field safety notice had been published.

Event description:
It was reported that a nurse was exposed to released desflurane after having filled a drager anesthetic vaporizer. Face and eyes had contact with the substance. It is not clear whether or not, medical interventon was required. The only information that could be obtained in follow-up of the event was that the exposure did not result in permanent impairment and that the nurse fully recovered.